Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that two opc capio devices were used during an unknown procedure performed on (B)(6) 2019. According to the complainant, for the first capio device, it could not fit the suture during the procedure. In addition, the carrier did not retract smoothly and it broke off. The device reportedly did not reach the patient. For the second capio device, the same issue occurred; however, no breakage of the capio carrier was reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.